Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: retained by hospital.

Event description:
It was reported that the patient's right femur was revised because the patient developed avascular necrosis. A short gamma nail construct was revised to a hemi hip construct.